Event description:
Final report: the subject was hospitalized in 2009, after experiencing new left chest pain radiating to the left arm. The patient underwent an angioplasty with cypher stent deployment of the distal right coronary artery, and a promus stent deployment of the left anterior descending proximal. The procedure was uncomplicated and the subject was discharged from the hospital the next day. Dose: na. Diagnosis: central retinal vein occlusion.